Event description:
Litigation papers allege need for additional surgery, excessive levels of cobalt and chromium in serum blood, and past and future pain and suffering. Update: 4/30/2015: pfs and medical records received. These records were received on 8/18/2015 with alert date of (B)(6) 2013. They were reviewed for MDR reportability on 4/30/2015. Pfs now alleges infection. The revision operative note indicated increased metal ions (confirmed by labs), pain, bursitis, synovitis, malpositioned cup causing impingement, and infection. The infection wasn't discovered until after the dor when cultures were back. The cup and screw are now being added to the complaint for the infection and malpositioned cup. The crack in the calcar occurred during the doi operation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).